Event description:
Healthcare provider reported a right side rupture. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d6b., d.9., h.3., h.6. Device evaluation based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening in the radius side assessed as surgical damage and missing piece of the shell assessed as inconclusive. Additional observations: no other observations observed in the device. No further actions are required as the device was implanted.

Event description:
The device has been explanted.